Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic after receiving an alert due to multiple non-sustained rv oversensing episodes. Myopotential oversensing is suspected. Programming changes were recommended. Patient will continue to be monitored with routine follow-up. The patient was stable before, during, and after the device interrogation.

Event description:
New information states that recurrent non-sustained oversensing episodes were observed. The initially recommended programming changes were not performed. Patient was asymptomatic. New programming changes and dft testing were discussed but not performed. Patient was in stable condition during the event.